Event description:
On (B)(6) 2003, the patient was treated with the gore excluder bifurcated endoprosthesis. The aneurysm had increased from 50mm to 67mm due to a type ii endoleak and endotension. On (B)(6) 2011, the patient was converted to open repair. The patient tolerated the procedure and is reported to be in good condition.

Manufacturer narrative:
Method: a review of the manufacturing records for the device is being conducted. The explanted device is being returned to gore for analysis. (B)(4) was also involved in this event.